Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed several small dots/impurities in the transitions head area of the dialyzer. A brownish discoloration of the fiber bundle was also visible. Another photo showed particles between the header cap and housing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The type and origin of the foreign material in the device cannot be determined without additional testing of the actual sample. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "dark particles" were observed inside the housing of a polyflux 170h prior to use. There was no patient involvement. No additional information is available.